Event description:
Same case MFR# 2134265-2011-00684. This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The target lesion was located in the tortuous circumflex artery (cx) which had a bend of greater than 90 degrees. The lesion was predilated with an unspecified balloon and then a 2.25x16mm taxus liberte atom stent delivery system (sds) was advanced to the cx; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was visually, tactilely and microscopically examined along the entire length. Contrast was visible in the distal shaft. The balloon was tightly folded and the stent was located between the markerbands. One stent strut in the first row on the distal end of the stent was flared back. There were multiple shaft kinks on the distal shaft proximal of the balloon waist. The inner lumen had a kink/buckle on each side of the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)